Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was inserted during surgery on the 23rd, and then moved to the 4th north ward, where it remained, but when checked in the morning of the 26th, the water in the balloon had drained.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bard® silver lubri-sil® foley tray temperature sensing, complete care® type < with bard® hydrogel and bacti-guard®* silver alloy coating > temperature-sensing catheter < with bard® hydrogel and bacti-guard®* silver alloy coating > water-soluble lubricant closed drainage bag with urine-meter (complete care® type) syringe prefilled with sterile water bard®10% povidone-iodine solution tweezers cotton balls sheet gauze pads gloves generic name : antimicrobial urological catheter class separation : [3]highly controlled medical device product name : bard® silver lubri-sil® foley tray¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was inserted during surgery on the 23rd, and then moved to the 4th north ward, where it remained, but when checked in the morning of the 26th, the water in the balloon had drained.